Manufacturer narrative:
The customer's calibration, qc, alarm trace, and sample pre-analytical data were requested but not provided. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the sample probe and performed system adjustments and cleaning's. He verified he had acceptable calibration and precision results. After service, the customer performed calibrations and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for four patients tested on a cobas 6000 c (501) module. Prior to the event, the field service engineer was onsite for preventative maintenance. After service, the customer had calibration issues for four or more assays. The customer replaced the reagents with failed calibrations and performed a new calibration. The customer reported that four assays did not have a passing calibration, and the specific assays that had failing calibration were requested but not provided. The patients initial calcium results were reported outside the laboratory. The customer replaced the calcium reagent and performed calibration, qc, and repeat patient testing. Patient 1's initial calcium result was 7.6 mg/dl, and the patient's repeat result was 9.6 mg/dl. Patient 2's initial calcium result was 7.9 mg/dl, and the patient's repeat result was 9.8 mg/dl. Patient 3's initial calcium result was 6.9 mg/dl, and the patient's repeat result was 9.0 mg/dl. Patient 4's initial calcium result was 6.6 mg/dl, and the patient's repeat result was 8.2 mg/dl. The customer determined the repeat results were correct and the customer provided corrected reports. The calcium reagent lot number was 48221601 with an expiration date of 30-sep-2021.